Event description:
It was reported that a suture ring became loose and had reportedly damaged the coronary sinus where cannula was inserted. The surgeon was able to repair as a post op procedure. No permanent pt injuries were reported.